Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that system stopped spinning half way through a 3d spin, and a door open message appeared on the pendant. The system was rebooted and they mechanically opened the arm. The pendant began to work again so they used the pendant to close the arm. They  then tapped the arm closed and gave it a hug and did another scan of the patient which worked. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The sidewall door switch was replaced. The rotor was spun several times ad the door was opened and close 20 times with no issues. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: kit svc o2 bi71000166 cable door sw assy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1: pt. Identifier has been updated additional imf code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.